Manufacturer narrative:
(B)(4). Concomitant medical products: part: 621500155 name: n-k ii tibial stem155 lot: unknown. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as thelot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03381.

Event description:
It is reported that patient is experiencing shin pain and thinned tibial cortices on the right knee. It was further reported the patient has increased pain with weight bearing, limited to indoor ambulation and uses a walker for extended walks. The patient is not doing her home exercises. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.